Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the radio frequency programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the radio frequency (rf) programmer head was returned and analysis found the cable to be out of specification electrically, it tested out of specification on uplink functional tests. The cable was replaced and the programmer head passed all functional tests. No other anomalies were found. Product ID: 2090 programmer; (B)(4).